Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted multiple cuts in the insulation of the lead, likely due to induced damage during the explant procedure. Therefore, the reported clinical observation of high pacing thresholds was not confirmed based on the analysis finding of normal lead resistance measurements and inspection that showed no conductor issues.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced. Besides intervention, there were no other adverse patient effects reported.